Event description:
The physician reported that during surgery an ophthalmic surgical suture needle was found to be blunt and cannot penetrate the cornea. The procedure was successfully completed on the same day with other suture. The patient impact was not provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
The physician reported that during surgery an ophthalmic surgical suture needle was found to be blunt and cannot penetrate the cornea. When pressure was applied by the surgeon, the needle just bended. The procedure was successfully completed on the same day with other suture. No patient harm was reported.